Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of event was unknown. It was reported that the patient was not hospitalized for the event. Two days after the event onset, the patient was treated with an unknown antibiotic "bridge therapy" (dose, rout, frequency and duration were not reported for this event) for cloudy effluent. The next day the patient began treatment with cefazolin (1gm once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and the effluent was clear. Pd therapy was ongoing. No additional information is available.